Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure no image when connecting the camera was confirmed and switches not working was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image when connecting the camera due to image interference. And for switches not working the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image when connecting the camera, the switches were not working, and information was not being read during setup for a diagnostic procedure. There were no reports of patient harm.